Manufacturer narrative:
Additional information sections: d10, g4, g7, h2, h3, h6, h10. An event of device embolization was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 an 18mm amplatzer occluder device was implanted. While the right sided pressures were being obtained again the device embolized to the right pulmonary artery. The device was retrieved and removed. The patient is stable and the patient remained hemodynamically stable through out the procedure and post procedure.